Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple motor error alarm due to overheating a year ago. Customer was able to resolve the issue by priming the device. Customer's blood glucose level was 26 mmol/l. Customer treated her high blood glucose with insulin injections. Customer was assisted in performing insulin pump rewind, the device was able to rewind. During troubleshooting, no alarm was found in the alarm history for the last 30 days. Customer also reported keypad anomaly. Down arrow button was hard to press during priming. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.